Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A proximal type I endoleak was revealed at the end of the procedure. On (B)(6) 2011, a reintervention was attempted to fix the proximal type I endoleak but was unsuccessful due to patient anatomy angulation and 60-70% stenosis. The patient tolerated the procedure.